Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
Complaint no: (B)(4). (B)(4). A review of the service history data revealed previous servicing did not cause or contribute to the reported issue. Functional accuracy testing was performed and the device failed. The direct cause was determined to be deteriorated piston foam. The foam was replaced and the device passed all subsequent testing. Should additional relevant information become available, a follow-up report will be submitted.